Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malf 16. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump as it was still under warranty. The customer was provided with instructions to use multiple daily injections as a backup therapy and agreed to put the pump into storage mode and return it using a pre-paid label within 10 days.